Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Poly trials broke during procedure. Started with 32mm trial, then moved to 36mm trial. 32mm trial : locking ring for screw came loose,recup by surgeon. 36mm:small piece of rim broke, recap by surgeon. Both parts fell into patient by no arm was done. No real delay. Patient consequence? :no. Action taken for procedure:implanted final insert, no time loss.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.